Event description:
It was reported by the patient¿s spouse that the patient is deceased and died approximately four months post device replacement. It was further reported that the device had been ¿defective¿ and that it ¿didn¿t do anything.¿ the cause of death and additional information related to the report of a defective device has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d274trk implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2011. (B)(4).